Event description:
Customer reported receiving no delivery alarms that were not resolved by changing the infusion set and insertion site. The blood glucose reading was 223 mg/dl. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. He was advised to disconnect and reconnect the reservoir and push insulin very slowly through the tubing with the plunger. He reported that insulin did exit. Customer removed the infusion set and stated that the cannula was not bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.